Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 07/12/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Manufacture was able to confirm the presence of degraded sound abatement foam. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure potential mineral deposits inside humidifier enclosure. Potential corrosion on humidifier enclosure screws. Brown dust-like contamination at the air inlet pca had dust-like contamination all over the top of it especially near the ui knob area. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Potential mineral deposits inside the blower box and blower motor indicate possible water ingress. Air inlet seal had yellowed and had dust-like contamination on it. Dust-like contamination on sound abatement foam. Manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. White and tan dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on the heater plate. Unknown white dust-like contamination on the dry box seal. Unknown white and tan dust-like contamination in the iso port. The contamination found in the humidifier enclosure are considered not to be in the airpath. The source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty-two error codes the manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Section h evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.